Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Patient reported "diagnosed positive with the bia-alcl" patient additionally reported "kidney cancer " which is not device related and is not considered reportable on the left side. Device has been explanted. Pathological markers confirming alcl have not been received.